Event description:
Patient exam revealed that left total hip device implanted in 1989 was slipping out of socket while walking or sitting. The diagnosis of eccentric wearing of prosthesis' acetabular lining was made. The device ws surgically replaced w/o complication. The device is being returned to manufacturer for analysis--outcome unknown at this timedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.